Manufacturer narrative:
Unit monitored for several days and no blank display noted. Pump received with normal operating currents. Unit had a slightly corroded battery tube. No damage found on the isolation tape noted. No unexpected failed battery test and bad battery alarm noted. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced a blank display with the insulin pump. The customer's blood glucose was 220 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did return. Afterwards, the insulin pump alarmed failed battery test. The customer replaced the battery and received a blank display again. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.